Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The device ran for 59 pulses, completed first and second prime prior to being deactivated at the end of second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. No damages or deficiencies were observed to the drive mechanism or needle mechanism components that would contribute to a drive stall or needle mechanism failure. The exact cause of the drive stall could not be determined. Because the device was received with the needle mechanism fully deployed, it could not be conclusively determined if the high pulse widths and drive stall contributed to the reported needle failing to deploy. The cause of the reported failure of the needle to deploy by the end of second prime could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 17.2. Smartphone hardware: iphone11.8. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod for less than an hour, the cannula had failed to deploy and the pods pink slide had not moved forward.